Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: upon visual examination of the sample, a rupture was identified. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some postoperative breast and/or chest pain. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Pain is a known complication associated with this type of procedure, and is referenced in the current instructions for use. Therefore, no corrective action is warranted at this time. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices, and is referenced in our current product insert data sheet. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: breast pain and anisomastia. The rupture was discovered during the explantation. Manufacturer reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent a primary breast reconstruction with a 650cc mentor memorygel breast implant and experienced postoperative bilateral chest wall pain and asymmetry. The diagnosis was confirmed by physician upon examination. As a result, the patient had the devices removed on (B)(6) 2019 and replaced with allergan products. During the explantation procedure, the surgeon discovered that the right-sided device was ruptured. This report is for the patient¿s right-sided device.